Event description:
It was reported that the delivery wire was found to be broken as the package was opened. There was no patient involvement.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that there were no anomalies noted to the delivery wire. The delivery wire was not broken. The proximal contact was found to be broke off the proximal end of the delivery wire. The main coil was kinked and stretched. There were no anomalies noted to the main junction or the form tip ball. As there are online inspections to the proximal contact joint angle at the last station before the device is loaded into the dispenser hoop, pouched and then boxed which renders it extremely unlikely that this damage occurred before the unit left the plant. Therefore, a probable root cause of shipping damage has been assigned to the proximal contact breakage. A probable root cause of handling damage has been assigned to the observed main coil kink and stretch as it is most likely related to the manner the device was handled during preparation. The proximal contact is a component of the device located at the proximal end of the pusher wire and remains outside the patient at all times during the procedure; there is no contact with the patient. Manufacturer has reviewed all information and determined this event no longer meets the requirement of a reportable event for the device in question.

Event description:
It was reported that the delivery wire was found to be broken as the package was opened. There was no patient invovement.